Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion, located in the moderately tortuous and moderately calcified proximal right coronary artery, was pre-dilated with a 2.00 x 8 mm non-compliant balloon. A 3.00 x 38 mm promus premier was advanced, but failed to cross the lesion due to calcification. The promus premier stent was removed and a 2.75 x 20 mm synergy was deployed successfully at 18 atm for 10 seconds. The synergy stent was post-dilated with a 3.50 x 12 mm non-compliant balloon. A type b, proximal stent edge dissection was then noted and covered with a 3.50 x 16 mm synergy. The physician believed the deployment of the synergy stent at high pressure caused the dissection. The procedure was completed and the patient was stable post procedure.